Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-9662-r post screw has an implant stuck in it. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9662-r central post/screw trephine batch number: 022111 was received for investigation. The device was received with an unknown part number with batch: 02191846. Visual evaluation of noted bone material/tissue material in the returned device. It was further noted that the material was surrounding a central post with an unidentifiable part number with batch: 02191846. Functional testing was not performed due to bone/tissue material posing a biohazard contamination risk. The most likely cause for the reported failure can be attributed to environmental caused by a patient specific event.